Manufacturer narrative:
(B)(4), currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump getting random beeping but no alarms or notifications at all. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The device passed the displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. Device was monitored and no unexpected random beeping, audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. (B)(4)